Event description:
Pt. Admitted to hospital with recurrent dizziness. Tests revealed pacemaker failing to capture at times, but source of problem could not be clearly defined with repeated testing. Decision made to operate and place new lead because manufacturer indicated there had been some problems with certain leads in other cases. A new lead was placed and the pacing problem resolved. Please note in this case the surgeon was not able to remove the old lead wire due to the length of time it had been in the patient. It would have caused injury to the heart if he had tried.